Event description:
Cross pin backed out and the knob fell off. Update (B)(6) 2014 upon new information from the analyst, this product is now being reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the quickset tprd hex scdr u-joint was unable to confirm the reported event. The quickset tprd hex scdr u-joint hex tip exhibits wear and rounded edges suggesting heavy usage. A complaint database search found similar reports to this reported device. In previous reports the root cause was attributed to heavy usage/wear out. The vendor date code a0708 indicates the instrument was manufactured in july of 2008. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.